Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high out of range (oor) pacing impedance approximately three weeks post implant. It was determined that air was trapped in the cardiac resynchronization therapy defibrillator (crt-d) header when the rv lead was inserted because the wrench was not properly placed to port air out. The air forced the rv lead out of the crt-d header. The defibrillation therapies were temporarily disabled and, subsequently, a header revision was performed. The rv exhibited elevated sic the day of and day after the revision. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.